Event description:
The customer returned the product for not connecting to the wireless internet, looked like was trying but did not connect, during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The service history review identified no previous repairs. Visual inspection found that the downstream occlusion (dso) sensor seal was cracked, the upstream occlusion (uso) sensor seal was deformed. The dso/uso were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.